Event description:
The event involved a primary plumset, clave y-site, 104 inch where it was reported that the customer found an IV primary tubing set that had dirt specks in the cassette. There were 2 pieces of dirt in the cassette. There was no report of patient involvement or patient harm.

Manufacturer narrative:
The device was received for evaluation. The investigation is not yet complete.

Manufacturer narrative:
Received one opened/unused. List #142420489, primary plumset, clave y-site, 104 inch; lot #5617794. The complaint of foreign matter in the cassette of the 142730490 plum set can be confirmed. There was burnt material observed in the wall of the cassette. The cassette was cut open and the particle was confirmed to be embedded in the wall, not in the fluid path. The particles met the specification of allowable surface area of embedded or attached foreign material per product specifications. The probable cause of the embedded material is during molding in manufacturing. The embedded material is not in the fluid path and does not affect the functionality of the device. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.